Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the pacemaker could not be programmed due to inappropriate magnet response. Programming changes were performed. The patient was in stable condition.